Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the black handle, covering the balloon proximal tip. A small piece of the sealant was observed at the distal end of the advancer tube. Visual inspection under high magnification revealed that a portion of the sealant was dragged inside of the advancer tube and wedged between the catheter shaft and the advancer tube. During the investigation, resistance was felt when retracting the shuttle back to the handle and a 2nd piece of the sealant fell out from the shuttle tubing. The grip tip was not found in either pieces of the sealant. Also, blood was observed on the exterior of the advancer tube. The balloon was inflated and pressure was maintained. The balloon distal tip was inverted, which indicates excessive force was applied during the procedure. The catheter, shuttle cartridge, procedural sheath and advancer tube were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. No anomalies were observed. The review of the lot history record (f1533602) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the probable cause of the reported incident may have been due to the sealant being hydrated prematurely, potentially contributing to the resistance that was encountered when retracting the sheath, resulting in the balloon being pulled through the vessel. High tension applied to the balloon catheter during shuttle advancement step can result in a tight seal at the tip of the sheath. The mynxgrip instructions for use (IFU) provides the following instructions during sealant deployment: "while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds" if too much tension is applied, blood can be trapped inside the sheath, wick into the space between the hydrogel sealant and the inner shuttle tube, and cause the sealant to swell prematurely inside the cartridge and/or adhere to the catheter shaft. As the shuttle is advanced, part of the sealant could be pushed inside of the advancer tube and the remaining sealant could be dragged, wedged, folded over and/or filled inside the clearance between the outer cartridge and the introducer sheath, obstructing the device's path when retracting the procedural sheath. If the device's path is obstructed, it will jam during deployment. However, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available, a supplemental MDR may be submitted.

Event description:
It was reported that during deployment of the mynxgrip 5f vascular closure device, the balloon pulled through the arteriotomy when retracting the sheath. The mynx device was being used for arterial closure following a diagnostic peripheral procedure. Prior to shuttling down, the stopcock was opened on the procedural sheath. Excessive force was not applied when shuttling down. After shuttling down the sealant, resistance was encountered when attempting to retract the sheath, resulting in the balloon pulling through the artery. Upon removal, there was no kinks noted in the sheath or device. The user converted to manual compression for 30 minutes or less to achieve hemostasis. The patient was not hospitalized and/or hospitalization was not extended as a result of the issue. Additional information was requested, but is not available at this time.